Event description:
Radiology tech using c-arm 3 to perform cholangiogram during laparoscopic cholecystectomy. Device was started and stopped using proper procedure for the machine. When the tech attempted to remove the images off the machine, they could not be located. There was a message on the device that read "corrupted images deleted".